Event description:
It was reported bthat during patient use, the ventilator graphic user interface (gui) display became blank. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).the customer reported to have repaired the ventilator, and to have replaced the graphic user interface (gui) to resolve the malfunction. The covidien customer support engineer (cse) evaluated the ventilator, and downloaded the software to the current revision. The unit passed all tests, and it was operating within the manufacturing specifications.